Event description:
The pt who was admitted with a diagnosis of complete heart block underwent the insertion of a permanent pacemaker. Postoperatively, the pt had an episode of asystole. A chest x-ray was obtained and revealed the pacemaker leads to be in good position. The pt was returned to the operating room and two new active fixation pacemaker leads were placed.